Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve would not flush during the preimplantation testing. It was also reported that there was no pt impact.